Manufacturer narrative:
After review of the design history records, no inaccuracies were found with the design and manufacturing of the device. The implants are intended for use with support (eg graft). The IFU indicates that an implant can fail when there is insufficient bone healing or reconstruction, furthermore, in this event no graft was used for support, while the bone healing was insufficient.

Event description:
Plate for mandible reconstruction broke after seven months, revision surgery is needed.